Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "more than 21 sample has been given false positive results from all of the bactec fx units and we notes that there are bubbles on the bottom of the vail (indicator). Issue was originally reported under pr 2400714, on instrument. False positive results reported, despite troubleshooting from local team not clear if issue is linked to instrument, reagents or both. Ongoing issue, linked to pr2400714 and pr 2723993"

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "more than 21 sample has been given false positive results from all of the bactec fx units and we notes that there are bubbles on the bottom of the vail (indicator). Issue was originally reported under pr 2400714, on instrument. False positive results reported, despite troubleshooting from local team not clear if issue is linked to instrument, reagents or both. Ongoing issue, linked to pr2400714 and pr 2723993"

Manufacturer narrative:
H6: investigation summary customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. No sensor adhesion was observed in the retention samples. Complaint is unconfirmed based on retention samples and batch history record review. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. No correctives actions were required. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated with additional information: d4 device lot number: 0238505; device expiration date: 2021-06-30. G3: date received by manufacturer: 2021-04-14. H4: device manufacture date: 2020-08-25.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "more than 21 sample has been given false positive results from all of the bactec fx units and we notes that there are bubbles on the bottom of the vail (indicator). Issue was originally reported under (B)(4), on instrument. False positive results reported, despite troubleshooting from local team not clear if issue is linked to instrument, reagents or both. Ongoing issue, linked to (B)(4) and (B)(4)."